Event description:
The facility indicated the bed is in the down position and has no power.

Manufacturer narrative:
The technician found the power control board was defective. The technician replaced the power control board to repair the bed.